Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 50 mg/dl. The customer stated that he had incorrectly entered the amount of carbohydrates that he had, entering 50 units as his carbohydrates rather than the blood glucose value. This led to his blood glucose levels dropping rapidly, and the customer's spouse transported him to the hospital as a result. Nothing further reported.